Event description:
It was reported that during surgery the device was in use and stopped working. There was no patient harm reported. During device evaluation, it was discovered that the device would not stay on during use. Due diligence is complete. No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device would not stay on during use. The motor speeds were within specification during testing. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - australia. E1: telephone number: (B)(6).